Event description:
It was reported a clinical study patient had benign prostatic hyperplasia (bph) procedure (B)(6) 2012. One day post procedure, the patient presented with unsuccessful removal of cad next day. Patient went home with cad and was removed on (B)(6) 2012. On (B)(6) 2012, the patient diagnosed with necrosis in urethra prostatica. No further information was reported.

Manufacturer narrative:
Used for retrograde ejaculation.